Manufacturer narrative:
H3 analysis identified that the setscrew of the implantable neurostimulator (ins) was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient presented today for an ipg change. The the clinician was unsure to determine how much battery life was remaining. Upon checking the battery life,they could see that it had at some point gone through a por( the battery life indicator was showing * and 101 months for new device). The clinic just wasn¿t familiar with this. The patient stated that at some point in time they were woken in the middle of the night by a shocking sensation in his rectum and noted this is where they normally feel stimulation from his interstim. During the surgical procedure, the surgeon experienced significant difficulty with loosening the set screw in the 3058 to remove the old lead. Two surgeons attempted, and both stated that the torque wrench was not engaging or was slipping. They ultimately had to remove the silicone plug on the battery to visualize the screw. They still experienced difficulty. Eventually the set screw fell out of the ipg. The lead was removed. It was noted when placing the lead in the new battery that it didn¿t slide in as easily as it typically does, as if it were snagging slightly. The hcp stated that they set screw came out of the ipg with the silicone plug that they removed using a scalpel and hemostat.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va20rmb implanted: (B)(6) 2019 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 24-jun-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.